Manufacturer narrative:
Covidien tech support suggested this could be an issue with the fluoro footswitch since system did perform digital spot exposures. Customer decided they would call their inhouse biomed to take a look at the footswitch. Covidien tech support follow up; customer reports biomed found something loose inside the fluoro/rad footpedal and had repaired the problem. Now, the system was producing fluoro again, the system was now fully functional.

Event description:
On (B)(6): customer reports approximately (B)(6) male having a retrograde cystogram when fluoro failed. Physician completed procedure using rad imaging. No reported injury.